Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made mistake. The same day as the event onset, the patient was hospitalized. A day after the event onset, the patient was treated with cefepime injection (1gm, intraperitoneal, frequency and duration were not reported) for peritonitis. Thirteen days after the event onset, the patient was recovered from the peritonitis event. At the time of this report, cefepime injection was discontinued and the patient was still in the hospital due to an unrelated indication. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.